Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated a cell-dyn sapphire analyzer generated a falsely elevated platelet result for one patient sample. The associate medical director, subject matter expert concluded this is a typical showcase for the methodology limitation for both optical and impedance method of counting platelets. Although the instrument did not flag the platelet result, the cbc results revealed pancytopenia with significant thrombocytopenia. Tracking and trending did not identify any atypical complaint activity or non-statistical trend for the customer's issue. Labeling adequately addresses this system technology limitation. Based on the evaluation, no product deficiency was identified.

Event description:
The customer stated a cell-dyn sapphire analyzer generated a falsely elevated platelet result for one patient sample. The cell-dyn generated a platelet result of 28.1. The manual count generated a platelet result of 6 k/ul. There was no adverse impact to patient management reported.